Event description:
Reference number (B)(4). Event occurred in china. It was reported that the patient's infusion set was leaking at site as quick release (qr) was not connected tightly on (B)(6) 2026. No further information available.